Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
Patient underwent 1st stage revision of infected total hip joint. Washout and poly swap was performed.